Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a shortened battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/18/2014-product analysis: the pump has been returned and evaluated by product analysis on 04/03/2014 with the following findings: the complaint could not be duplicated during investigation. A review of the pump¿s black box revealed a low battery warning and evidence of installation of a partially discharged battery. The battery compartment was found to be undamaged. The battery cap was able to secure properly to the battery compartment. Power issues were not experienced during investigation. The electric current draws were found to be within specification. There was no evidence of moisture ingress on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.